Event description:
This rv lead was capped on (B)(6) 2017 due to a lead fracture. No adverse patient events were reported. The associated crt-d was explanted and replaced at the same time due to eri.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.